Event description:
The lead was implanted on (B)(6) 2009 and capped on (B)(6) 2010. Atrial lead was fractured. The procedure took place at (B)(6). The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).